Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device malfunction: tip stretched/separated shaping ribbon. Time of device malfunction: during unpackaging. Symptoms/ae: none. It was reported that during unpacking the bmw hydro guide wire, it was noted that tip was stretched. The device was not used. There was no reported patient involvement. No additional information was provided. This is being reported based on the lab analysis, which revealed a separated shaping ribbon.